Event description:
A consumer implanted for spinal pain reported they lost weight after surgery so the implantable neurostimulator (ins) was now crooked. Due to the ins being crooked it was difficult to connect and recharge.

Event description:
Additional information was received. Patient reported nothing was ever done to resolve issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.